Event description:
It was reported the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The image was not displayed due to corrosion on electrical connector. In addition, the following reportable malfunctions were identified during the device evaluation: light guide cover lens had foreign materials. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.